Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from a hole in the tubing through pinch valve pv37. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as a contained blue fluid leak of about 50 ml on the right side of the analyzer. The customer could not identify the source of the leak. The customer had completed instrument startup and was running latron control at the time which recovered low for light scatter for the reticulocyte parameter. The analyzer was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing appropriate personal protective equipment of lab coat and gloves, at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.